Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons were stick. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated insulin pump changing battery multiple times, rejected new batteries, when loading cannula they had to hold button to work, battery cap was worn, crack on corner of screen, screen was hazy, louder to rewind, making ticking sound. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with broken battery cap and cracked lcd display window corners noted. Device received with intermittent button response due to flattened dome switch on esc and act button. The connector was inspected and locked on lcd board. No button error alarm during testing. Device passed displacement test, off no power test and all operating currents tested within the spec range. No unexpected low battery alarm were noted. Device passed self test. No missing segments or audio or vibrate anomaly noted.